Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Transseptal puncture (tsp) was being performed with a versacross connect. Tsp was low and the physician was dilating the septum preparing to get the 4d intracardiac echocardiography (ice) into the left atrium. The physician was experiencing a lot of difficulty getting the sheath over. The physician dilated the septum with just the 12f dilator, used the versacross large access dilator, then went back with the versacross connect through the watchman trusteer. The physician re-performed tsp at a higher location as difficulty was still experienced in trying to get the sheath crossed. After tsp, the sheath went across easily as did the ice catheter. A 27mm watchman closure device was inserted and deployed. Transesophageal echocardiogram (tee) was utilized during assessment of release criteria. During this time, the patient's pressure was dropping, and a large pericardial effusion was observed on tee in the right ventricle. The decision was made to recapture the closure device and perform a pericardiocentesis where 350ml was drained. The patient remained stable overnight and was discharged the next day. The physician suspects the pe occurred during tsp. The future plan for treatment is to re-attempt laac after obtaining computed tomography angiography (cta) for better imaging.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was not returned, we have determined that the, pericardial effusion and hypotension are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Based on the information provided, the reported event of pericardial effusion and hypotension are known inherent risk of the versacross connect access solution device. Pericardial effusion and hypotension are expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Transseptal puncture (tsp) was being performed with a versacross connect. Tsp was low and the physician was dilating the septum preparing to get the 4d intracardiac echocardiography (ice) into the left atrium. The physician was experiencing a lot of difficulty getting the sheath over. The physician dilated the septum with just the 12f dilator, used the versacross large access dilator, then went back with the versacross connect through the watchman trusteer. The physician re-performed tsp at a higher location as difficulty was still experienced in trying to get the sheath crossed. After tsp, the sheath went across easily as did the ice catheter. A 27mm watchman closure device was inserted and deployed. Transesophageal echocardiogram (tee) was utilized during assessment of release criteria. During this time, the patient's pressure was dropping, and a large pericardial effusion was observed on tee in the right ventricle. The decision was made to recapture the closure device and perform a pericardiocentesis where 350ml was drained. The patient remained stable overnight and was discharged the next day. The physician suspects the pe occurred during tsp. The future plan for treatment is to re-attempt laac after obtaining computed tomography angiography (cta) for better imaging.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.